Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. The device was received with the adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported failure to adhere could not be determined. Cracks were observed in the top and bottom housing of the pod. Corrosion and fluid were observed inside the device on the pcb assembly. The first attempt to download the data from the pod was unsuccessful as the battery voltages of all three batteries measured to be lower than expected. The investigation found no evidence of fluid leaking from the fluid path. It could not be determined if fluid entered the device through the cracks in the top and bottom housing, as it could not be determined when or how these cracks occurred.